Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had differences between their sensor glucose and blood glucose readings. The customer stated their blood glucose was 164 mg/dl and their sensor glucose was 41 mg/dl. Customer also stated their insulin pump had gone into threshold suspend mode. Customer was informed of the proper techniques for sensor insertion to avoid inaccurate readings. No additional information provided.